Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. The customer's grandmother stated that the customer was going into the hospital for an ultrasound but had bad morning sickness leading up to the adverse event. The caller advised that the issue had nothing to do with the insulin pump. The blood glucose reading was in the upper 200 mg/dl range, and the customer was reported to be vomitting. She was treated with fluids via intravenous drip, was kept overnight to insure that her ketones lowered, and was monitored for pregnancy. The customer was wearing the insulin pump at the time. The caller declined troubleshoot on the device. The customer was discharged after treatment and monitoring. Advised the customer to call back if needed. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.